Event description:
The device was used during a laparoscopic birch. Reportedly, the tacks did not form properly, the device was difficult to open and the tacks were jammed in the tissue. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.